Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary to activate the display. There was no adverse impact to the customer the customer applied more pressure to the wake button to address the issue.